Manufacturer narrative:
(B)(4). Date sent: 7/25/2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk additional information was requested and the following was obtained: "is the current patient status known? No patient consequence was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No" "was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? No" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during femoropopliteal artery bypass surgery, a clip was not pulled down without this being detected before hemostasis was performed, and the device was closed without a clip, resulting in the artery being ruptured.